Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, reason for revision: patient is having the revision because he has had swelling and inflammation around the pump in the scrotum a few weeks ago for which he was started on antibiotics IV and orally. Revision set to occur (B)(6) 2020. Additional information received 11/25/2020: patient had an infection in his scrotum, no issues were found with the titan. Patient outcome is good.